Manufacturer narrative:
This report is submitted on may 15, 2023.

Event description:
Per the clinic, the patient experienced poor sound quality with the device. Re-programming attempts was performed however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.